Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had an unexpected restart alarm after being stored for an extended time. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer inserted a new battery and received an additional unexpected restart alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.